Event description:
It was reported that the patient fell forward on (B)(6) 2014 and did the splits. Their implantable neurostimulator (ins) had moved down and the device was deeper at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3 7754, serial# (B)(4), product type: recharger; product ID 3550-29, lot# n369615, implanted: (B)(6) 2013, product type: accessory; product ID 97791, lot# n375843, implanted: (B)(6) 2013, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).